Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('terrible lower abdominal pains') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she will be attending a major surgery next week). At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('terrible lower abdominal pains') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure surgery). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain lower had resolved. The reporter considered abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: the patient reports that essure surgery was performed 2 weeks ago and she has noticed the pain disappeared already. The patient writes that she would be quite happy if she could get compensation for hospital, medication and travel expenses. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaints records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.